Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
It was reported from the office of boca smiles dentistry that a hahn tapered implant ø4.3 x 8 mm experienced loss of osseointegration before the second-stage surgery at tooth location #3. The patient was reported as a 43-year-old male with a medical history of smoking and periodontitis. Bone quality was reported as type iii and oral hygiene was reported as good. The implant was placed on (B)(6) 2025 and was not placed following immediate extraction. The implant was not immediately loaded. Inflammation was reported at the time of the event. The implant was removed on (B)(6) 2026. Reportedly, the patient's symptoms resolved following implant removal. No permanent patient injury was reported. The implant was not replaced.